Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the pump was reset, and the customer continued to use the pump for insulin therapy. It was also reported that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
D9: returned to manufacturer: yes, date returned: 4/9/2024, h3: device evaluated by manufacturer: yes, reason for non-evaluation: blank, other reason: blank, device returned to manufacturer, h10 remove statement. D9: returned to manufacturer: yes, date returned: 4/9/2024, h3: device evaluated by manufacturer: yes, reason for non-evaluation: blank, other reason: blank, device returned to manufacturer, h10 remove statement.